Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited low sensing and noise. Review of transmissions revealed that there was oversensing of non-physiological signals. No device intervention was performed but programming changes and lead testing was discussed. No further information available.